Event description:
It was reported that a patient underwent a laparoscopic repair of abdominal white line hernia under general anesthesia (tracheal intubation) and nerve block procedure on (B)(6) 2023 and suture was used. During the surgery, the surgeon used suture. During the suturing process, after just one stitch was sewn, the doctor discovered that the problem of pulling off suture needle happened. After inspection, it was confirmed that the needle tip and needle tail were intact, and a new suture was immediately replaced for suturing. After replacing the suture, the suturing was smooth, and the patient's vital signs remained stable during the operation. The surgery process was smooth, and the patient returned to the ward safely after the operation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/9/2024. Component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.